Event description:
It was reported that a pt's implantable neurostimulator (ins) was not working on (B)(6), 2011. The health care provider interrogated the ins and did not detect the device using the clinician programmer. It was noted that the pts settings on ins were as follows: "130, 90" and 3.6 volts. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent when add'l info becomes available.

Manufacturer narrative:
(B)(4) - the device has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.